Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -12.5/3.5/082 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. The initial lens was explanted and a replacement lens of same model/size and different power was implanted due to refractive surprise. The cause is reported as device "mismarked lens resulted in refractive surprise."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).